Event description:
It was reported that a patient's right ventricular lead began to exhibit elevated pacing impedance. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a partial lead with only distal portion was returned in one piece. Visual inspection of the partial lead found calcification covering the ring electrode and right ventricular shock coil which is cause of the rise in the pacing impedance. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the cable lumen from the distal to the suture tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.